Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The laser device was successfully verified prior to the surgery and confirmed that the device met specifications as per service and installation record. The logfiles, treatment report and additional information about event was requested but no info was provided yet. Therefore, a deeper assessment cannot be performed, and the investigation is concluded without confirming the reported event or identifying the root cause. The complaint indicates that the issue was caused by a patient movement. However, as the event and its root cause could not be confirmed, "unable to verify" is selected as root cause code. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that a negative pressure ring was not consumed in the patient's unknown eye during lasik surgery. The patient was too nervous during the treatment process, causing eyes to rotate. The equipment did not reach hundred percentage during operation, but the treatment was displayed as complete. The doctor took immediate measures and adjusted the data in a timely manner based on the equipment prompts and the patient's completion status, successfully completing the treatment. After the afternoon follow-up examination, the patient's vision was good.